Event description:
The md was using a bander on the patient to complete a procedure. When the scope was being cleaned the cleaning brush caught on the plastic sheath that covers the strings and it was pulled out of the scope with the brush. Contact states the sheath belonged to a previously used ligator. It was pulled out of the distal end of the scope and customer states damage was done to the scope.